Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the blade stalled and the motor was not running. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Manufacturer narrative:
A preliminary analysis has been conducted; however, the results of investigation are still outstanding.

Event description:
It was reported that the motor drive unit, was not working during a shoulder arthroscopy. The problem was solved using a s+n back up device. A preliminary analysis of the product has concluded that this unit had a blade stalled and motor was not running which makes it a reportable event.